Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a turbo-ject® double lumen power-injectable PICC for an unspecified indication. The guide wire was damaged during removal, reported as "elongation (destruction)" following placement of the catheter. The procedure was completed without any further issues. There are no reported adverse patient consequences. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation - evaluation : a review of the drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The complaint device was returned and analyzed. Device was received with biomatter present. The coil was unraveled from the tip to the proximal solder joint. The mandril diameter, coil wire diameter, and coil outer diameter were measured with calipers and found to be in specification. The proximal solder joint was inspected under a microscope and it was confirmed that at least 3 coils were covered in solder. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.